Event description:
Leak of medical fluid was found. The indwelling period was 60 days. Leak was observed on the clamping over sleeve on the white catheter hub side. The catheter was repaired using the repair kit.

Manufacturer narrative:
This complaint of an external leak is confirmed. During hydraulic pressurization of the catheter a leak was observed emanating from the white luer lumen side of the catheter. The location of the pinhole leak is 0.3 inches distal to the white luer adapter. The compression surfaces of the occlusion clamps are void of any burrs or sharp edges that might result in a puncture of the tubing. The complainant indicates the leak was observed 60 days after placement. The IFU instructs the user not to clamp too close to the hub. This is depicted with illustration, as well as printed instructions on the catheter leg clamping over sleeve. The occlusion clamps should only be closed in the area designated, "clamp here". At this time, the exact mechanism of the damage is unk. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.